Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: a review of the pump¿s black box showed pump not primed and no cartridge detected warnings with force readings of zero. During testing, the pump failed to recognize the cartridge during the load step. A force sensor calibration test revealed the sensor was not detecting any force at 5 lbs. The force sensor calibration was out of specification due to moisture damage. The pump was opened and moisture damage was found within the force sensor housing. Unrelated the complaint, corrosion was observed in the battery compartment; the battery compartment was cracked. The pump leaked at the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 18-jul-20197 the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.